Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experienced the software ran for a really long time, gave an error, and then logged the customer out. It didn't respond to any keystrokes. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software ran for a really long time, gave an error, and then logged the customer out. It didn't respond to any keystrokes. A technical support specialist had deployed 'clean disk' from rss twice to resolve the issue with the c:/ drive. The system functioned as intended after the technical support specialist repaired the device.